Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experiencing presyncope presented in clinic, the right ventricular lead exhibited intermittent capture and oversensing. The lead was capped and replaced.